Event description:
This is the same event and the same pt reported under MDR ID # 2939859-2000-00096. This is the first MDR submitted for the first suspect product. A physician reported a pt with hypersensitivity to bovine collagen. The pt was originally skin tested on 11/14/98 with no response. The pt was last injected in 99 in the periorbital lines, nasolabial folds and forehead lines with 1.0cc of one formulation of bovine collagen and layered with 0.5cc of another formulation of bovine collagen. On, or around, 6/12/99 swelling and redness appeared at the periorbital and forehead injection sites which was persisting intermittently. The physician prescribed an oral steroid in 11/99 that was judged to be effective. The exact date and dosage were not provided by the physician.